Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va02a9q, implanted: (B)(6) 2012, product type: lead; product ID 3889-28, lot# va02a9q, implanted: (B)(6) 2012, product type: lead.

Event description:
The patient reported that she notified the company representative about issues with therapy in (B)(6) 2015. The patients therapy was not working for her. No outcome or intervention was reported regarding this event. Follow- up is being conducted to obtain information. If additional information is received, the event will be updated. Additional information from the manufacturers representative reported the patient had a program adjustment after meeting with him and the doctor in (B)(6) 2015. During follow up with the patient, it was noted that there was some improvement with the new program vs the old program. The patient had no contact with the manufacturer since then on ((B)(6) 2015) and there was one appointment with the doctor. Additional information received from the manufacturer representative (rep) reported that the patient had urodynamics scheduled for (B)(6) 2015. The patient was then going to meet with the healthcare provider (hcp) a few weeks later to discuss the results. It was stated that it had not worked as well since 2012 when the lead side had been changed. It was suggested that a clear direction for the patient should be had after the patient appointments mentioned. Additional information received from the manufacturer representative reported that the health care provider (hcp) determined the patient had a small bladder capacity based on the urodynamics. They were going to keep the programs as is and the hcp would try additional therapies to adjunct with the patients implantable neurostimulator (ins) to help resolve their symptoms. A patient reported pain directly where the leads are located. The patient stated was at the emergency room (ER) since she thought there might be something wrong with her implant and it was not working. The patient stated she had not had any falls or traumas prior to the pain. The patient stated she was taking a double dosage of her miralone and mudatrik medication but it had not been helping. The patient noted she had an appointment with the healthcare professional (hcp) on (B)(6). The patient is implanted for interstim-other, urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.